Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse performed the factory-specified test. It was determined that the machine could not be turned on due to a power module failure. The power module needed to be replaced and a quote was given to the customer. The fse went to the customer site again to communicate with the customer about the repair. The equipment department said that it would not repair it for the time being.

Event description:
It was reported that prior to use, the cs100 intra-aortic balloon pump (iabp) could not be turned on. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.